Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient received a replacement device on tuesday. Caller stated that they put a catheter in the patient and the patient goes back to the doctor on monday to get the catheter removed. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional(hcp). The hcp reported that the urinary retention was not worsened as a result of device or therapy. The catheterization was not the patient's 'standard of care' prior to the device. The steps taken to resolve the issue was that voiding trial performed by *illegible*. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.